Manufacturer narrative:
The holter monitor printouts were reviewed and a ts representative confirmed that no ventricular pacing output was observed intermittently on the EKG. The lack of ventricular output could either be due to pacing inhibition due to oversensing, a lead or connection issue indicating a fracture, or no pacing outputs from the device itself. The physician did perform isometric movements to reproduce noise and pacing inhibition without success. In addition, the stored electrocardiograms were also evaluated in the clinic and there was no evidence of noise or oversensing. The ts representative suggested performing another holter test to further evaluate the ventricular pacing. It was also suggested that a high resolution x-ray be performed to evaluate the lead integrity. At this time, this lead remains implanted and in service. No additional information is available. Once a resolution has been reached, a final report will be submitted. Laboratory analysis was unable to confirm the field allegations that the device was not providing pacing outputs while it was implanted. This device met all specifications and was functioning as designed and programmed. If any additional information about the lead does become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable right ventricular (rv) lead reported that he felt uneasiness after meals. Holter monitor testing was performed and it was noted that several p-waves were not followed by a ventricular pace. No adverse patient effects were reported but this patient is pacemaker dependent. The associated device was reprogrammed to a pacing output of 4.5 volts. The holter monitor print outs were sent to boston scientific technical services (ts) for evaluation. At a later date, the device was explanted and returned for laboratory analysis. The lead still remains implanted and in service.